Manufacturer narrative:
Initial and final (B)(4). Device 4 of 4. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered four infusion set's tubing detachment event on (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for more than 2 days. Patient blood glucose levels were 8.8mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005443 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional static pull of the tubing-tubing connector test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing of quick set the lot 6005443 was manufactured according to the wi version 110 in the line 1, on 05/feb/2024, with a total of (B)(4) units. Gluing of quick set the lot 4a05318 was manufactured according to the wi version 06 in the gluing of tubing in the machine itl01, on 04/feb/2024, with a total of (B)(4) units. The lot 4a05319 was manufactured according to the wi version 06 in the gluing of tubing in the machine itl01, on 05/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/apr/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6005443 and no other complaint has been registered in database for the same lot 6005443 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.